Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis completed with no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement was within expectations. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis completed with no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement was within expectations. The device is part of the advisory for this model.

Event description:
It was reported that the device experienced low telemetry battery voltage. The device remains in use. No patient complications have been reported as a result of this event. It was subsequently reported that the longevity of the device was in question. The device was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. Analysis completed with no anomalies found. The difference between the telemetered battery voltage and the daily battery voltage trend measurement was within expectations.

Event description:
It was reported that the device experienced low telemetry battery voltage. The device remains in use. No patient complications have been reported as a result of this event.